Manufacturer narrative:
Failure analysis: vela main pcba pn: (B)(4) sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The vela main pcba was installed into a known good vela test ventilator and calibration was performed per ts, basic ventilator assy vela diamond 91572 sec. 5.7 and the circuit pressure transducer failure, complaint allegation could not be reproduced. However, the carefusion failure analysis lab technician did find that the ¿events log¿ has multiple exhalation pressure transducer faults which indicate that this transducer is drifting and is not functioning normally. Finding/root-cause: the circuit pressure transducer failed complaint allegation could not be duplicated. However, the exhalation pressure transducer pt801 pn: (B)(4) on the main pcba was found to be drifting.

Event description:
The distributor in (B)(4) reported that while in use on a pt the device alarmed "xdcr fault". No pt harm was reported.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device's main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issue a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for eval. As of 07/24/2015 the alleged faulty main pcba has not been received.